Event description:
Customer reported emergency treatment due to infection from the sensor. Diagnosed cellulitis related to the site of the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.